Manufacturer narrative:
A ge service representative performed an onsite investigation. The power supply voltage was adjusted. The system was then found to be operating as intended.

Event description:
The customer reported the systems displayed a communication failure error and shut down in the middle of an exam. There is no report of patient injury associated with this event.